Event description:
After flush, pt had the following symptom: facial flushing, feeling faint. The symptoms had been resolved after 5 minutes. No treatment rendered. PICC line left in place for 38 days.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.